Event description:
Reporter states patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. The patient's coumadin dose was held based on the meter result. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.